Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow particles in the surface of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the anterior, opening striated in the posterior side, delamination in the plug strap disk shell the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior side to an unidentified (tear) opening. A striated opening in the posterior side assessed as surgical damage. Delamination of the plug strap disk shell assessed as cohesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.